Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 15-oct-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated no longer having symptoms of weakness and nausea. Customer stated being hungry. Note: manufacturer contacted customer in a follow-up call on 15-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint that the truefocus meter did not power on when a test strip was inserted and for lo blood glucose test results. The customer is concerned with test results from results obtained of lo and 84 mg/dl. The customer¿s expected fasting am blood glucose test result range is 80-100 mg/dl; expected non-fasting test result is 102 mg/dl. At the time of the call the customer stated she felt a bit weak and nauseous. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 102 mg/dl using truefocus meter. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6).